Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone18.1. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the patient's blood glucose levels reached 398 mg/dl while the patient was at school. The patient was wearing the pod between 24 and 36 hours on their arm. Symptoms reported include headache and vomiting. The patient was treated with manual insulin injections when they came home from school and a new pod was applied.